Event description:
A ge millennium mg nuclear medicine camera that was purchased new installed 01/14/05 had the computer fail on 07/11/06. Ge reloaded the software and configured the system and charged us. On 09/13/06 ge performed an fmi but the calibration failed on the detector. On 10/31/06 images were not transfering to the workstation and ge charged us to change the ip setting config. To fix the calibration failure, ge started replacing parts at a billable rate. They replaced a detector power supply, a matrix board, pm tubes and preamps. Then they said the I/n board was bad but was not available. If we wanted to have the nuclear camera fixed, ge said they could sell us an upgrade. The upgrade process was comprised of replacing hardware in both detectors and acquisition computer and a full tuning process of both detectors.